Event description:
It was reported that the clamps from the external fixator were not holding the rods. There was no adverse consequence to the pt.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info has been requested and if it becomes available then it will be submitted in a supplemental report.